Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a blood back event.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had a blood back issue. There was no harm to patient reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the following the blood affected parts: blood detect tubing, safety disk, crm, purge valve assembly. The unit then passed full functional and safety tests and all tests met manufacture specs. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a